Event description:
The customer reported that there was air in the donor line at the start of the draw cycle portion of the collection procedure. The customer alleged that air was drawn in through a pin hole leak. No medical intervention was necessary for this event. The full patient ID is (B)(6). The disposable set is not available for return for evaluation. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(6). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Also, to provide corrected patient weight. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the disposable set was unavailable for specific root cause analysis. If air enters the disposable set during the air evacuation sequence during air removal, due to a leak in the disposable set, it is possible a small volume of air will remain in the disposable set. Corrective/preventive action: it is suggested that the operator closely follows the directions on the screen and ensure that there is no air in the disposable set and no leaks exist prior to venipuncture